Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, seizure, skin infection and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that dropped to below 50 mg/dl. The patient also had a seizure and reported a leg infection. For treatment, the patient was put on a intravenous (IV) medication and placed on a antibiotic. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 5 hours.

Manufacturer narrative:
The pod was received fully deployed. The pod generated an 0x18 alarm, indicating an empty reservoir. Upon opening the pod it was confirmed that the reservoir was empty. No timeouts or drive stalls were found, indicating the pod functioned as intended. Safety mechanisms found within the device prevent the over delivery of insulin. No other damages or manufacturing deficiencies were found that would result in over delivery of insulin. No damages or manufacturing deficiencies were found that would result in infection at the infusion site. A root cause could not be determined for the infection at the infusion site. Inspection of the pod found the formed needle tip to be dull.